Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, a warning for right atrial (ra) lead low impedance in the unipolar configuration was noted. It was also reported that the lead impedance had stabilized per lead trends. The lead remains in use. No patient complications have been reported as a result of this event.